Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. During troubleshooting, drops of insulin were not observed to be dripping out of the infusion set tubing. Additional troubleshooting to determine the location of the occlusion could not be performed due to the customer being unable to disconnect the infusion set tubing connection from the cartridge tubing to determine whether insulin was dripping out of the cartridge tubing. A supply change was performed to address the issue. Blood glucose level was 157 mg/dl.